Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The device was returned and particles contamination was observed on the bottom enclosure, top enclosure, and on the device rear panel during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported hospitalization - initial or prolonged in b.2 section, which was marked incorrectly as this is product problem only as mentioned in b.1 section in previous report . A.1 section was incorrect patient initial name was reported in the previous report, which correctly updated in this follow up report as unknown. E.1 section was missing in the previous report, which is correctly updated in this follow up report. UDI number was missing in previous report, which is correctly reported in this follow up report. Returned to manufacturer date in d.9 section was wrongly reported in previous report, which is correctly updated in this follow up report. G.2 section incorrectly marked health professional including consumer, which is correctly marked as consumer only in this follow up report. Common device name in d.2 section was incorrectly reported as mns in previous report, which is correctly reported now in this follow up report.